Event description:
It was reported to philips that the system could not start up. The device was inside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. A philips field service engineer (fse) visited the site and confirmed the reported issue. The fse checked the system and found that the image processing (ip)-pc couldn't download the operating software. The fse solved the issue by adjusting the ip-pc bios settings and upgrading the software. After these service actions, the system was returned to use in good working order. The codes were updated based on the investigation outcome.